Event description:
A customer received readings of 150 mg/dl on their freestyle blood glucose meter when compared to a laboratory reading of 300 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.